Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause for the clinical observations was not determined. Fluoroscopy was performed, but no issues were identified. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system displayed high pacing thresholds, noise, oversensing and pacing inhibition on the right ventricular (rv) lead. There was no asystole reported. The cause for the clinical observations remains unknown. The decision was made to surgically abandon the associated rv lead. A new rv lead was implanted and connected to this pacemaker. No additional adverse patient effects were reported.